Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation revision with two 650cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with left breast implant leak. As a result, the patient underwent breast implant removal and replacement with a 650cc mentor memorygel breast implant (catalog: 3506501bc lot: 9559534 sn: (B)(4)) on (B)(6) 2022. The rupture was confirmed during the revision surgery.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 650cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 28, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On april 4, 2022, mentor became aware that the patient actually had left breast cancer prior to the implantation of the implants. The patient underwent radiation therapy post mastectomy and reconstruction, undergone revisions and fat grafting. The patient initially noticed the changes in the left breast, which prompted the ultrasound and MRI, that found evidence of rupture and free gel.